Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: please explain the staple line unzipped. Were staples deployed on both side of the cut line or one side? It appeared staples were formed, but under minor manipulation the tissue easily separated indicating staples were not fully formed. Were the staples malformed or unformed? Please describe the shape. Some malformed or completely unformed ¿ u shaped. What size bougie was used? How close to the bougie was the 2-3rd firing? 32fr. ¿ stapler fired very near bougie on both 2nd and 3rd ¿ just adjacent to bougie. What color cartridges were used in each firing? Don¿t recall but typically always start with 1-2 black. What is the patients gender and bmi? Not shared. Was the same reload or a different one reinserted into device? How was it removed? When tech noticed jaws would not close the reload was removed and reinserted. Often pressure on a towel on the back table is needed to remove the reload. Was the jaw cleaned (swished) before reloading? Jaws are always cleaned well prior to reload. Was buttressing material used? No. Was the device in the articulated or straight position when fired? Articulated.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: spoke with local representative. Rep confirmed that doctor does not use buttressing material. Rep also confirmed that no clips were used in this procedure. The analysis found that one ple60a device was returned in good visual condition and with three cartridge reloads present. Cartridge (a) ecr60b, l51l3n was received loaded on the device, unfired and in good visual condition. Cartridge (b) ecr60t, l5263u, was received with the right side partially fired 1/4, left side partially fired 1/2. In addition, the cartridge pan was noted to be partially attached. Upon evaluation of the reload (b) the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore, the cartridge (b) was damaged at knife path. This damage is consistent with the device being clamped over a hard object. Cartridge (c) ecr60b, l51l3n was received fully fired and damage on deck was noted. Furthermore, the knife was inspected under magnification and nicks were found. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife condition. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(4).